Manufacturer narrative:
The device was not returned for analysis. Multiple attempts have been to get clarification, however, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. Linked mdrs: 2029214-2018-00355 2029214-2018-00356. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the marksman microcatheter was delivered to the target vessel location and the pipeline was advanced, however, the pipeline could not be advanced to the target location due to tortuous vasculature. Therefore, it was decided to remove the pipeline and while retrieving the devices a "split noise" was heard. The pipeline and the marksman microcatheter were able to be removed. No patient injury was reported to have occurred. New device was selected, however, the procedure was discontinued. Re-operation treatment plan is to approach the treating location via the neck vessels. The patient anatomy was reported to have been severe tortuosity, and medium size in diameter.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex delivery system was returned for analysis within the microcatheter. The pipeline flex could not be pushed forward or removed from the catheter. For further examination, the catheter was cut to remove the pipeline flex delivery system. The pipeline flex delivery system and catheter were found to be intact. No separation was found with the returned devices. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. Kinks and bends was observed on the pushwire near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the event description, the report of ¿pushwire separation¿ could not be confirmed and the event cause could not be determined, as the returned pipeline flex delivery system was found to be intact. No separation was found with the device. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the event during delivery. From the damages seen on the device, it appears there was high force used (pushing and pulling). Per our instructions for use (IFU), the user should: discontinue delivery of the device if high force or excessive friction is encou ntered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.